Manufacturer narrative:
The company rep examined the system and confirmed the problem reported in the event log. The power distribution printed circuit board (pcb), the footswitch interface pcb, and the footswitch were replaced. The system was then tested and met all product specifications. A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the unit displayed foot pedal failure during cataract with intraocular lens implant procedure. There was a "significant delay" during the procedure, but no impact to the pt.